Event description:
It was reported tka revision left.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown knee component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital discarded the device.